Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was some were in 30 mg/dl. The customer¿s current blood glucose value was 160 mg/dl. The customer did not experienced symptoms of low blood glucose value. Customer were treated with food orange juice. Auto mode feature was not activated at the time of low blood glucose event. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. No further complications were reported. The customer will continue to use the device.